Event description:
Complainant alleged that their sales representative reported that the sales demonstration device powered up to a blank screen. There was no indication of any pt invlovement in the reported malfunction.